Manufacturer narrative:
The pump was received with blank display due to corroded electronic assemblies. The pump was unable to perform full function test due to blank display. The pump was received with corroded motor home switch, corroded keypad traces, corroded battery tube, missing end cap sticker, cracked case at display window corners and battery tube threads. The pump was received with minor scratches on reservoir tube window and lcd window.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer fell in water with pump on. The father states the pump powered off and wouldn't come back on. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.